Event description:
The patient's spouse reported the patient been overdosed twice in the past month. The first time the spouse drove the patient to the closest hospital they though would be knowledge about the pump; the hospital was not. The second time, an ambulance was called. The ambulance had to go to the nearest hospital; spouse states the nearest hospital did not know about the pump and they wasted 6 hours as they tried to figure out what to do. Reportedly, the patient has seizures and went into a coma. The patient was eventually transferred to a hospital in another city.

Manufacturer narrative:
This report is being filed which covers a 2-year retrospective review of reported events involving catheters and events reported by consumers between january 1, 2005 and december 31, 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 4 unreported serious injury events for model 8840 (all product code lkk). This total includes the event described in this report. See scanned page.